Event description:
Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 200 mg/dl at 6:00 back to back with results of 42 mg/dl at 6:02 and 139 mg/dl at 6:04 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 253 mg/dl at 16:09 back to back with a result of 131 mg/dl at 16:11 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B) (6) 2009, the patient received a discrepant blood glucose result of 438 mg/dl at 21:13 back to back with a result of 129 mg/dl at 21:17 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.